Event description:
Manufacturer was informed about an intraoperative explant of a perceval plus valve, pvf-m that occurred on (B)(6) 2025. The valve was implanted into a bicuspid aortic valve with elliptical shape, pvl were present on echo. As such, patient was reopened and the valve was removed. Reportedly, patient was not a good candidate due to particular anatomy. No other further information has been received from the site at this time.